Event description:
Consistent mistakes; I am type 1 diabetic using a medtronic pump with a cgm. I am supposed to get supplies for pump and cgm every month from (B)(6) medical out of (B)(6), every month I have had problems with them. The supplies for my pump do not get sent in a timely fashion and with out packing material in the box. The box is twice the size needed for supplies. So my medical supplies are bouncing around in the box and could get damaged. My continuous glucose monitoring (cgm) is very sensitive medical equipment. If it gets damaged it could cause a false reading putting my life and health at risk. I have complained to the company every month about these issues, and every month I am told they have been fixed. I even went to one of the owners about this ((B)(6)) and have been told before it was fixed. Yesterday I received what should have been my infusion sets for my pump (that is my insulin delivery system), when I opened the boxed that was smashed by the shipping company, (B)(6), I was worried at what I would find inside due to past experiences. Inside again there was not a bit of packing material and in stead of getting my infusion sets that is needed at this time I got sensors for my cgm. Those would not be needed until the end of the month. Now they are saying I will just keep those and that will be my order at the end of the month. I don't know if those are damaged or not. This has been a problem with (B)(6) medical for several years now. In 2018 I had to use them because of insurance contracts, I was to get a 3 months supply of pump supplies and I got one month and then told that I did indeed get sent 3 months supply. I argued with them several times and to no avail. After talking to my insurance company, I had at the time I was able to change medical supply companies and insurance was able to make sure I was taken care of with the new company. Which was medtronic. But here I am fighting with (B)(6) medical now for a few months over the same type of issues. What will it take before someone steps up and forces them to fix the problems or shut down? Maybe 1 death 10, 100? I am not sure how many people have been put in harms way because of their lazy and in-attentive attitudes in the way they do their jobs. FDA safety report ID# (B)(4).